Event description:
It was reported that a home patient (hp) had a twist clamp that opened during use despite it being closed prior to the start of therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown who was using the device and if the reporter was a health professional. The report source of consumer should not be selected as it is unknown if it was the consumer that reported the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. A torque test was also performed with no defects noted. The reported problem could not be duplicated via analysis of the sample. Should relevant additional information become available, a follow-up report will be submitted.